Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller attempted various solutions, including using a different wall adapter, which ultimately resolved the issue as the pump began charging. No further assistance was required.